Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart after inserting a battery. Customer's blood glucose level was 116 mg/dl. In the alarm history a no delivery, unexpected restart, displayable history check failed on startup, and external error alarms were found. The insulin pump was stored or not in use for an extended period of time. The self-test passed. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.